Manufacturer narrative:
Date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an unspecified failure occurred with a progilde device relative to an unspecified procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There was no specific reported mal function. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties and the subsequent treatment is related to the circumstances of the procedure. Based on the returned device, it is likely a posterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling.